Event description:
Reporter indicated that the site's dell x5 handheld computer was freezing on the interrogation successful screen. Per the site, re-inserting the flashcard resolves the problems. The product has been requested, but has not been received by the MFR to date.